Event description:
A customer contacted beckman coulter inc. (Bci) regarding a glucose result for a patient which gave suppressed result of <7 mg/dl. The result was not reported outside of the laboratory. The patient was redrawn the next day and gave a result of 14 mg/dl and a critical rerun result of 15 mg/dl. This result was reported outside of the laboratory. The fingerstick glucometer test gave a result of 85 mg/dl which was believed by the physician. There was no affect to patient treatment as a result of this event.

Event description:
Caller states patient tested 3.2 inr and 4.2 inr on the coaguchek xs system. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.